Event description:
While reviewing the download for a pt, zoll customer support identified multiple abnormal shutdown flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon eval, the monitor was experiencing abnormal shutdowns. The cause for the abnormal shutdowns was corrosion on the j2005 connector of the auxiliary board. The root cause for the corroded connector was unable to be positively determined. No adverse event resulted from the corroded connector. The pt received a replacement monitor.